Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.